Event description:
Customer states the head section will drift down.

Manufacturer narrative:
Technician found linkage to CPR to be too tight. Technician adjusted linkage and put head to 30 degrees, then rechecked after one hour and found that the head had not moved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.